Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that four days post implant, the patient came to the hospital complaining of chest pain. Computed tomography (CT) showed the right ventricular (rv) lead had perforated the right ventricular apex, resulting in high thresholds. The perforation resulted in pericardial effusion, and a pericardial window was performed to put in a chest tube to drain the pericardium. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.